Event description:
Healthcare professional reported left side capsular contracture grade iii, "radiated folds", "periprosthetic laminar fluid", and "simple cyst." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture grade iii", "radiated folds", "periprosthetic laminar fluid", and "simple cyst." The device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture grade iii", "radiated folds", "periprosthetic laminar fluid", and "simple cyst." The device remains implanted.